Manufacturer narrative:
H10 stated that investigation would commence once more information was received. This was incorrect as at that time several attempts had already been made to obtain the data, however the customer has not provided the requested data and therefore no investigation was possible. The certificate of release for the lot in use at the time of the event showed that hematocrit was meeting specifications at the time of release. The cause of this event is unknown.

Manufacturer narrative:
Siemens has requested more information and instrument files for further investigation. Investigation will commence once information has been received. The cause of this event is unknown.

Event description:
The customer reported that they received a discrepant hematocrit (hct) result compared retesting of a different sample on their laboratory instrument. It should be noted that epoc uses conductivity to measure hematocrit while the comparative instrument counts cells. There is no report of injury due to this event.